Event description:
A user facility reports that during intraocular lens (iol) implant surgery, the surgeon noted the iol was scratched. It is not known whether there was patient impact/injury associated with this event. Additional information has been requested.

Manufacturer narrative:
The complaint device has not been returned for evaluation. There have been no other complaints reported for this lot of product.